Event description:
It was reported that several days following a knee arthroscopy procedure using the ambient super turbovac 90 ifs, it was noticed that the pt had sustained a small burn. The doctor was concerned that the burn could lead to fistula, so he made the decision to remove "a small ellipse shaped bit of skin and used normal skin sutures to bring the remaining tissue back together." There were no further details or pt complications reported as a result of this event.